Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was reportedly doing well post operatively.

Event description:
A report was received that the patient's ipg would not charge and communicate with the remote control. The patient had a magnetic resonance imaging (MRI) at the thoracic and lumbar area of the spine. It was believed that the MRI damaged the antennae of the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient's ipg would not charge and communicate with the remote control. The patient had a magnetic resonance imaging (MRI) at the thoracic and lumbar area of the spine. It was believed that the MRI damaged the antennae of the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Device evaluation indicated that the battery voltage plunged at the explant procedure, but the device was not damaged due to the MRI use. The profile exhibited no charging issues. The ipg passed all the required tests performed and revealed no anomalies.

Event description:
A report was received that the patient's ipg would not charge and communicate with the remote control. The patient had a magnetic resonance imaging (MRI) at the thoracic and lumbar area of the spine. It was believed that the MRI damaged the antennae of the ipg. The patient will undergo an ipg replacement procedure.